Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the suture sleeve on this right ventricular (rv) lead migrated down into the cephalic vein. The suture sleeve was able to be retrieved with a deep dissection and snaring. It was noted the patient's cephalic vein was quite large. The physician commented that it would be helpful if the suture sleeve had wings or another feature to prevent it from entering the venous anatomy inadvertently. The implant procedure was able to be completed successfully. No additional adverse patient effects were reported.